Event description:
It was reported, the customer received a no delivery alarm. The customer's blood glucose was 100 mg/dl at the time of the call. It was also found the customer had a high blood glucose over 600 mg/dl. The customer stated their no delivery alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call because the alarm was from a past event. Customer also believed their quick release was occluded. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.